Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medical clinic of the customer reported via phone call that the insulin pump is damaged customer's blood glucose was unknown at the time of incident. Troubleshooting found that the back of the pump is cracked and the customer can see the inside of the pump. It was also found that this is a past event that happened 6 to 9 months ago and customer has been using the pump since this time. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.